Event description:
The user facility reported that after a percutaneous coronary intervention (pci), the guidewire was inserted into the procedure sheath, and the procedure sheath was removed. Although the device was used as per the procedure, the angio-seal device could not be inserted into the insertion sheath. The angio-seal device was able to be inserted into up to the middle of the insertion sheath; however, it did not advance any further. The device was not used and was replaced with another angio-seal; however, the second angio-seal device could not be inserted into the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. As the artery curved toward the proximal side of the leg to the iliac artery, it was considered that the insertion sheath may have become curved and did not advance well due to the position of the puncture site. The event occurred intra-operative. The estimated blood loss was less than 250cc's. There was no patient injury or surgical intervention required. No equipment or other devices were used with the involved product.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age & date of birth: requested, not provided due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: requested, not provided due to hospital policy a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted a review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The likely cause was determined to have been use of the device in the improper location resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).